Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016-correction to serial #.

Manufacturer narrative:
Follow-up #2: date of submission 11/02/2016- device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a review of the black box showed call service 054 alarms. Rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no alarms were emitted. Unrelated to the original complaint, the pump cover was removed to find evidence of internal moisture on the printed circuit board and internal components. The original complaint was confirmed in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service alarm 052/053/054/055. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.